Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The lead was implanted without issue but upon testing was found to exhibit noise and pace impedance measurements greater than 3,000 ohms via pacing system analyzer; a lead fracture was suspected. The physician was unable to retract the helix but was successful in removing the lead by rotating the lead body. An alternate lead was then implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.